Event description:
A lumbar fusion procedure was performed on 1/2004 for levels l2 to s1. Post-operative follow up found that the head of a multi-axial screw at s1 had separated from the shank of the screw. The head of the screw remained attached to the rod. Revision surgery was performed in 2005 to replace the multi-axial screw and rod.